Event description:
It was reported that: (B)(6) 2023 , the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened radial artery catheterization set for evaluation. It was noted that the guide wire/tubing assembly was the only component included within the kit. The catheter over needle subassembly was not returned. No definite signs of use were observed on the returned device. Visual analysis of the returned sample did not reveal any defects or anomalies. No kinking or damage was observed on the returned guide wire. Analysis of the sample under ultra-violet light did not reveal any build-up of foreign material. Visual analysis could not be performed on the catheter/needle subassembly as it was not returned for analysis. The returned guide wire length measured 4 5/8", which is within the specifications of 4 7/16 - 4 11/16" per the swg w/handle product drawing. The guide wire outer diameter measured 0.390mm which is within the specifications of 0.381-0.404 mm per the guide wire product drawing. The returned guide wire was connected to a lab inventory catheter over needle subassembly. The guide wire was able to deploy through the needle cannula as expected. Performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire was not able to be confirmed through complaint investigation. Visual/dimensional/functional analyses did not reveal any obvious defects or anomalies on the returned guide wire. A device history record review did not reveal any relevant findings. Despite the guide wire not showing any damage, the root cause cannot be determined as the actual catheter over needle subassembly was not returned for analysis. Further testing needs to be performed on this catheter over needle subassembly to verify no blockages are within the cannula. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: on (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.